Event description:
It was reported that the customer had a no delivery alarm during basal. Bolus, and fixed prime on the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer was advised to disconnect to the insulin pump. The customer was assisted in performing a 5.0u fixed prime. The customer stated the insulin exit. The patient is unable to remove the set at this time to examined the cannula. The customer mother and the patient wants to replace the insulin pump. The customer was advised that we will sent replacement of the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.